Event description:
The following was reported by the patient: ni/ni/1997- patient underwent implant of bard flat mesh. Ni/ni/ni/- the patient reports the mesh did not peritonealize and was found "disturbing her bowel and colon". Ni/ni/2000- the patient was implanted with a bard soft mesh and a second bard flat mesh. The patient alleges she has been in chronic pain management since 2000. The patient reported she has been disabled since 2004.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The patient reported undergoing implant of three bard meshes with the first being a bard flat mesh implanted in 1997. It was not reported if the bard flat mesh that allegedly did not peritonealize was explanted. A lot number was not provided; therefore, a manufacturing review is not possible. Additionally, no sample was returned. Without additional information, no conclusion can be drawn. See MDR 1213643-2012-00152 for information related to the bard soft mesh implanted in 2000. See MDR 1213643-2012-00154 for information related to the second bard flat mesh implanted in 2000.